Event description:
It was reported that the surgeon was using an ncb-df torque screwdriver 6 nm, he found that it was too hard to torque the screw with this wrench during surgery.

Manufacturer narrative:
The manufacturer did not receive devices, or other source documents for review. Where lot number was received for the device, the device history record was reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).